Event description:
Hana table used for orthopedic surgeries came with a lap belt that is anchored to the table and not adjustable for height differences. Short patients such as this one who is only 5'4 can't fit into the lap belt because it would be up around their neck. The work around utilized has been taping patient's upper extremities while the table secures bilateral feet into boots and there is a post that rests against the groin/perineal area. On (B)(6) 2024 a patient's arm came unsecured as the tape gave way after the completion of hip repair. As her arm fell down beside her, the momentum carried the rest of her off the table to land headfirst on the floor. She was subsequently placed in a c-collar and intubated to protect her airway, and prevent her from inflicting further injury if there was a fracture and she was restless and agitated. Luckily, she didn't fracture anything from the fall. But she was intubated for 2 days in ICU in part due to body habitus, an aspiration event and underlying pulmonary disease. When we met with our sales rep for the hana table, we were informed we could purchase additional securement pads, but the purchases would be separate as they are single use. We purchased this table a year ago, and not aware until this event we had other safer securement options for placement.